Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that his blood glucose vs sensor glucose were extremely different. Customer states his blood glucose was 444 mg/dl, which customer corrected with a bolus shot. At the time of call customer's blood glucose was 347 mg/dl. Sensor troubleshooting was performed. Customer was advised to monitor the situation and to upload to carelink.